Manufacturer narrative:
This report is being submitted based upon FDA feedback.

Event description:
A patient presented to her physician what was described as a migration of the macroplastique (mpq) implant. Upon inspection the mpq had migrated near her vulva and was surgically removed. Two masses roughly the size of quail eggs were removed. The patient had received the mpq implant approximately 3 years previously during a routine procedure with no complications.